Manufacturer narrative:
During servicing performed at zoll on (B)(6) 2023, the autopulse platform (sn (B)(4) failed functional testing and displayed (ua) 132 (internal watchdog error). The root cause for the observed system error message was a failure of the processor, likely due to a component failure. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to the (ua) 132. The processor was replaced to address the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During servicing performed at zoll on (B)(6) 2023, the autopulse platform (sn (B)(4) failed functional testing and displayed (ua) 132 (internal watchdog error). No patient involvement.